Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR 2937457-2014-01287, 2937457-2014-01288, 1225714-2014-05280, 1225714-2014-05281, 1225714-2014-05282 and 1225714-2014-05283.